Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with air bubbles. The customer's blood glucose level at the time of incident was 300mg/dl. The customer's most current level was 381mg/dl. The customer treated the highs with the pump. The customer states they had tried to remove bubbles from tubing but were unsuccessful. The customer was advised the reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Performed pre-fill reservoir testing and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected/locked in place properly.